Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample was provided for evaluation. Visual inspection was performed which identified the air vent was missing from the set resulting in a leak. The reported condition was verified. The cause of the missing vent is most likely related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the air vent. The air vent stopper cap was missing which caused the unspecified drug to leak out of the "compartment". This occurred during setup. There was no patient involvement. No additional information is available.